Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer (fse) identified a blinking light emitting diode (led) indicating a loss of communication between the row boards, drawer board, and module controller. Fse reseated the row board cable headers across all trays and at the drawer controller. Verified proper operation using the hardware test application during final testing. Confirmed user access through the medication application, and the customer successfully completed an inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was failed. Customer tried to reboot and recover the station, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.